Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation is ongoing. Hmag reference number: (B)(4). FDA reference: (B)(4).

Event description:
According to the complaint description: "during a training session, exhalation became blocked in niv-st mode. The error occurred approximately five times over the course of the roughly 30-minute training session and lasted for varying lengths of time. The tubing system had been set up the previous day and had not been used at all until the time of the training session. The pre-use check had been passed that morning. The colleague who was being ¿ventilated¿ at the time said that she could not exhale even with maximum effort. She then had to remove the mask." The incident occurred during a training session under simulated use conditions without involvement of a patient. No harm or adverse health effects were reported.